Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device experienced an unintended gas or air leak. Per reporter, the event occurred before patient use at the facility, during priming.

Manufacturer narrative:
H3 and h6 codes, updated. The suspected device was returned for evaluation. There were no anomalies noted upon visual inspection. During the functional testing, the customer reported issue was not confirmed. The reported issue did not reproduce, the cause unable to be determined. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.